Event description:
Customer reported that he had unexplained high blood glucose and ketoacidosis. Customer stated that he was taken to the emergency room and was hospitalized. The blood glucose reading was 550 mg/dl. Customer stated that he was changing his basal rated and the numbers was scrolling to a higher number. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.